Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx was implanted in the lad, one resolute onyx was implanted in the r-pda, one resolute onyx was implanted in the rca and one resolute onyx was implanted in the 1st rpl. Approximately 19 months post procedure patient suffered stent thrombosis related to the resolute onyx implanted in the rca. Event was treated with high pressure balloon dilation. Patient recovered.